Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level displayed as "high" on the continuous glucose monitor and a trace level of ketones. Reportedly, customer was using humalog supplies for over 48 hours. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER 4 hours later with the issue resolved; however, healthcare provider identified customer was in the early stages of retinopathy. Reportedly, the customer continued to use the pump for insulin delivery.